Event description:
Reporter indicated difficulties interrogating a vns therapy patient's generator. The physician "had to use another programming system because they kept getting the error message 'failure to establish communication'. With the borrowed programming system, they were able to interrogate" the generator. Thus, a device malfunction cannot be ruled out at this time. A battery life calculation revealed the patient's generator was 0.99 years until the elective replacement indicator read "yes," and the generator is not suspected to be a causative factor. The physician indicated the programming system was plugged into the wall during the interrogation, which can cause communication difficulties due to emi; however, confirmation has not been received that the programming system was successfully utilized to interrogate a vns generator since the failure to program event. Good faith attempts to obtain additional information have been unsuccessful to date.